Event description:
The pt reported subsequent to the implant of a protegen sling for treatment and a cystocele and rectocele repair, pt experienced urgency, frequency, incontinence, retention, painful urination, pelvic pain, dyspareunia, urinary tract infection, vaginal discharge and odor. Further diagnosis revealed vaginal erosion, infection and left bone anchor dislodgement. The pt reported the device was removed. The device was not returned for evaluation. Therefore, no failure analysis is available. Without this device co was unable to determine if the device met specifications, and co was unable to to determine the specific relationship of the device to the event. Directions for use outline as potential complications: "urinary retention or temporary or permanent lower urinary tract obstruction may result from over correcti0n induced during a urethral sling procedure. "Tissue erosion, infection or loss of fixation or pullout of bone anchors.